Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2019-02178.

Event description:
The patient was undergoing a thrombectomy procedure in the superior mesenteric artery (sma) using an indigo system separator 6 (sep6), indigo system aspiration catheter 6 (cat6) and a cordis guide catheter. During the procedure, the physician made several passes using the sep6 and experienced resistance during some of the passes made. After completion of the procedure, the physician experienced resistance retracting the sep6 out from the rotating hemostasis valve (rhv). Consequently, upon removing the sep6 from the cat6, the physician noticed the bulb at the distal tip of the sep6 had abraded off. Although the physician was unsure at what point the damage to the sep6 occurred, the physician suspects the bulb of the sep6 had abraded off during the passes made within the patient. An x-ray examination was then performed to confirm that no parts of the sep6 bulb remained within the patient. There was no report of an adverse effect to the patient.